Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not used their stimulation in 3-4 years and that it did not help their pain despite multiple reprogramming in the past. The patient was in overdischarge as they had not recharged in 3-4 years. No troubleshooting was performed as the patient refused to attempt a physician reset or reprogramming, and the patient wanted the device explanted. It was reported that an intervention was planned, but not scheduled. No further complications were reported. On (B)(6) 2018, additional information was received from the manufacturer representative (rep) reporting that the cause of the lack of therapeutic benefit was unknown. It was unknown when the device would be explanted, but it was indicated that the device had not been explanted yet. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.